Event description:
During procedure to treat a heavily calcified 90% stenosed lesion in moderately tortuous left anterior descending (lad) artery, a diamondback 360 coronary orbital atherectomy device (oad) was used. Drug-coated balloon (dcb) angioplasty for stenosis was performed in the diagonal branches of the lad, and tissue characterization by optical coherence tomography (oct) was performed. After that, atherectomy using oad was performed four times. However, ventricular fibrillation was noted and contrast imaging confirmed coronary transient slow flow. As per the physician, slow flow was caused because the tissues were scattered and made contact with peripheral blood vessel during atherectomy. A trek 3.0 stent was used to recover the flow, and ischemia was treated. Intra-aortic balloon pump (iabp) was implanted, and the heart began to have sinus rhythm again by defibrillation. The procedure was completed. In the physician's opinion, the orbital atherectomy treatment contributed to the ventricular fibrillation and ischemia.

Manufacturer narrative:
Investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use manual states that slow or no reflow phenomenon is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).